Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells images (B)(4) 2014. Visual inspection of cell 3 of original antibody screen shows red blood cell adherence, but the galileo echo instrument interpreted this well as negative. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site to assess the galileo echo instrument on (B)(4) 2014 and found that the system was operating as expected.